Manufacturer narrative:
Device manufacture date: november 16, 2020 - november 17, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid contained inside the bladder; however, there was no evidence of a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage outside the housing. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.